Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the date of initial procedure? (B)(6) 2020. Was a secondary procedure performed prior to the patient death? If so, was the site of leak confirmed? What was the product code of stapler? Plee60a. Were any difficulties experienced with device intraoperatively? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. Was there any difficulty removing the device? No. Were there any issues noted with staple formation? If so, please describe the shape and location. No issues with the staple formation. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Yes. Was an autopsy performed? If so, what was the cause of death? The leak occurred at the jejunojejunal anastomosis and it was due to ischemia at the suture line. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that eight days post op to a bypass procedure, the patient had a leak and succumbed. No other information is available.